Event description:
It was reported that leaks were observed during use of an unspecified quantity of blue clamps. It was further described as "even with a blue scissor clamp clamped on the large white clamp line causing fluid to leak out" (white clamp line of a drain bag). This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.